Event description:
It was reported that cuff misses occurred during attempted suture placement with two proglide devices in the mildly calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f. Suture placement was successful with two additional proglide device using the preclose technique. The sheath was upsized to an 18f and the tavi procedure was completed. Reportedly, after the tavi procedure a dissection was noted near the access site. A stent was deployed to treat the dissection. The physician could not say if the dissection was caused by the procedural sheaths or by the proglide devices. There were no reported adverse patient sequelae. There was a reported clinically significant delay in the procedure due to treating the dissection. The physician is in-training in the use of the proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that mild calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.